Event description:
Information received from the field does not address the patient's clinical status but notes that in may 2005, the lead exhibited elevated pacing thresholds. The lead was repositioned at that time. In september 2005, loss of capture was observed. The device was programmed to vvi mode with appropriate pacing.